Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported value of 303 mg/dl while using the ilet system with a teflon inset in the abdomen and dexcom g7 continuous glucose monitor (cgm), after running out of insulin and not replacing the cartridge or reverting to backup therapy, then later inserting a new cartridge and reconnecting tubing. This constituted an incorrect use procedure with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified and no applicable device component fault. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.